Event description:
The patient reportedly hit his head at or near the implant site and experienced a loss of lock between the external equipment and implant. The pt reportedly lost sound and experienced pain with palpation. Testing performed by the center confirmed that the device was not functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.